Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side device rupture, "contents of right implant heterogeneous with hyperechoic bands and multiple cavities" and "possible extra prosthetic fluid extravasation on the right" diagnosed via ultrasound and MRI. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b5, d6b, e1, h6.

Event description:
Healthcare professional reported right side device rupture, "contents of right implant heterogeneous with hyperechoic bands and multiple cavities" and "possible extra prosthetic fluid extravasation on the right" diagnosed via ultrasound and MRI. The device has been explanted.

Event description:
Healthcare professional reported right side device rupture, "contents of right implant heterogeneous with hyperechoic bands and multiple cavities" and "possible extra prosthetic fluid extravasation on the right" diagnosed via ultrasound and MRI. The device remains implanted.

Manufacturer narrative:
Continued: e1- phone number: +(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late, rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening and broken device assessed as surgical impact opening. Seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, non penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture of the right device, "contents of right implant heterogeneous with hyperechoic bands and multiple cavities" and "possible extra prosthetic fluid extravasation on the right" confirmed via ultrasound and MRI. This record is for right side. Device was explanted.